Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a power disconnect alarm and was also involved in power switching when the battery attached still had two bars on the indicator light. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed no premature power switching events in the analyzed period leading to the reported event date of march 22, 2018. Analysis of the alarm log files revealed no alarms were logged within the analyzed period. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.